Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose, calcium, albumin and alkaline phosphatase results. Quality control (qc) was within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed system check and no errors were found. The cse ran probe alignments, checked film height and checked the instrument for leaks. The cse ran precision tests and quality control for the affected assays, which were acceptable. The cause of the discordant glucose, calcium, albumin and alkaline phosphatase results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant glucose, calcium, albumin and alkaline phosphatase results were obtained on patient samples on a dimension exl 200 instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, in duplicate. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose, calcium, albumin and alkaline phosphatase results.